Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Event description:
It was reported a malfunction alarm occurred. Additionally, the pump time was inaccurate due to customer not changing it for daylight savings. Customer's blood glucose was under 400 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. Customer continued to use the pump for insulin therapy.